Manufacturer narrative:
This report is submitted on april 1, 2024.

Event description:
Per the clinic, the patient experienced an extrusion of the electrode lead into the external auditory canal. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2024, and there are no plans to reimplant the patient with a new device as of the date of this report. This report is submitted on may 29, 2024.

Manufacturer narrative:
Device analysis report attached. This report is submitted on july 04, 2024.